Event description:
The pt was admitted for a procedure in 2008 with a lesion in the proximal left anterior descending branch. The lesion was not calcified, but it had 80-85% stenosis. A guiding catheter was positioned at the ostium of the left anterior descending branch. A middleweight regatta guide wire was advanced through the lesion till the peripheral coronary arteries in the distal left anterior descending branch. Then the lesion was predilated with a balloon at 12 atm, and the balloon was removed without any difficulties. A 3.5 x 30mm driver stent was successfully implanted and coronary angiography demonstrated good results. While trying to remove the regatta guide wire, after the procedure, the physician met strong resistance. The physician made strong efforts to remove the guide wire, but a piece of the guide wire remained in the artery. With the assistance of a glide wire, the physician put a snare with a 5mm loop into the artery and tried to catch the remaining part of the guide wire. The physician decided to do surgery to remove the guide wire remains. Arteriotomy was made. It was reported that the pt is in stable condition.

Manufacturer narrative:
The product is expected to be returned for add'l testing. Add'l info will be submitted upon 30 days of receipt.